Manufacturer narrative:
Eval summary: no data regarding product identify was received (no lot or serial number were provided); therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined with the info provided. (B)(4).

Event description:
A surgeon reported that following shunt implantation, the bled was noted to have flattened. A secondary surgery was performed to reconstruct the bleb and the surgeon noted that the shunt was clogged. The shunt was removed and new one was implanted. The second shunt was also found to be clogged and was also removed during the same surgery. Add'l info from the surgeon indicated that significant bleeding was observed during the shunt implantation surgeries. He stated that the bleeding contributed to the clogging, as blood was retained in the lumen of the shunts. The status of the pt after the second shunt removal was not provided and remains unk. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first shunt.